Event description:
It was reported that the ilet bionic pancreas exhibited an intermittently unresponsive sleep/wake button, with the device otherwise functioning. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting attempts and user education on device operation and return procedures. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."